Event description:
A piece of the screw used to secure the cutting block to the patient's bone broke during surgery. Post-op x-ray showed retained item and patient had surgery the next day ((B)(6) 2024) to remove.